Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Whitish material inside inner tubing about 26 cm from terminal end. Metallic material about 5 cm from terminal end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-00561. The pt was implanted with an scs system on (B) (6) 2010. It was reported that the lead was being repositioned on (B) (6) 2010 because the pt was receiving stimulation in her abdominal area and ribs. The physician reportedly tried to reposition the lead and could not advance it. He requested a new lead and was able to place that lead. The pt is reportedly doing well.